Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that patient presented in the emergency room with syncope. Upon interrogation, it was discovered that the device showed loss of capture, and x-ray confirmed dislodgement of the right ventricular lead. An attempt at revising the lead position failed, so the rv lead was explanted and replaced. The patient tolerated the procedure well and will be followed normally.